Manufacturer narrative:
(B)(4). Eval results: (heavily calcification); (balloon inflated to 2 atms above the rbp). (B)(4) (tip). Conclusion: (heavy calcification); (balloon inflated to 2 atms above the rbp) eval summary: medtronic has received the relevant device and its analysis has been completed. There was approximately 5.5mm working length of the balloon remaining on the device with approximately 6.5mm missing. There was of stretched inner material distal to the balloon detachment point. The distal tip/inner has detached distal to the attach tip bond but proximal to the tip seal bond. Bunching of the balloon material is evident at the detachment point.

Event description:
A 1.5mm diameter x 12mm length sprinter legend rapid exchange (rx) balloon dilatation catheter was used in a pt to pre dilate a lesion located in the rca described as heavily calcified. It was reported that, after the first inflation to 14 atm, the balloon ruptured as the second inflation was being performed. The balloon was deflated and removed from the pt. Some resistance was experienced in exiting the artery and when the balloon was removed from the guiding catheter, it was discovered the distal segment of the balloon lumen portion of the catheter had detached in vivo. Multiple unsuccessful attempts were made to remove the fragment; however, the balloon fragment migrated into the distal segment of a small right atrial branch and could not be retrieved. The pt is reported to be fine and no other clinical sequelae were reported.